Event description:
Following a second serious traffic accident within 8 months, the pt refractured his right femoral shaft with consequent bending of a previously inserted g&k intramedullary nail. Radiographs demonstrated the nail was angulated 42 degrees in the anterior-posterior plane. During the revision surgery, proximal and distal screws of the bent nail were removed. The femoral fracture was opened and the angulated nail was exposed supero-laterally. A midas rex with a diamond cutting burr was used to transect the bent nail with no difficulty. Metal debris produced was collected using gelform packing and copious irrigation was performed to reduce heat generated and remove metallic fragments. The distal portion of the nail was extracted through fracture site and the proximal portion through routine exposure to greater trochanter. A 10x400mm nail was re-inserted and locked proximally as fracture was rotationally stable. No adverse consequences or surgical delays were noted.